Event description:
Customer's mother reported customer's insulin pump had a damaged battery cap. A replacement battery cap was sent. The insulin pump's display is blank. Customer was advised the device needs to discontinue use and revert to a back up plan. Customer's blood glucose was 153 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.